Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a primary audible alarm post, followed by acu watchdog failure. There was unknown patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log showed the occurrence alarm once, and also a non-OEM battery was present and that seemed to be causing the issue. Replaced with OEM battery, recalibrated pump and passed all performance verification tests.